Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: battery bi31000167 9amph 12v, serial/lot : unknown. A medtronic representative went to the site to perform a system check out and they found that the battery's voltage was low. The representative replaced the battery and the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system could not take any x-rays. There was no patient present at the time of the event.